Manufacturer narrative:
Initial reporter phone #: unknown. Bdj received sample, and five photos were provided by the customer facility for investigation. The photos and sample were evaluated and the customer's indicated failure mode for 5356756 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed. Bdj confirmed tube breakage. No definitive root cause could be established as to when or how the damage occurred.

Event description:
It was reported that a bd vacutainer® glass whole blood acd tube (16x100 mm 8.5 ml ), broke and led to solution leakage. No serious injury or medical intervention reported.